Manufacturer narrative:
The rv lead is expected to be returned. Once the product is received and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, the lead was repositioned multiple time but was unable to be positioned as the helix was not operating correctly. In addition, the pacing impedance measurement when tested on the psa was above 3,000 ohms. This rv lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was in a mostly retracted position and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the [inner conductor coil had a break close to the electrode tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.